Event description:
Minimed 530g insulin pump/continuous glucose monitor. I have been using the minimed insulin pump for over 28 years. The insulin pump is great. Works extremely effectively. No problems to report. This report concerns the cgm portion of the system. After 3 months of use I discontinued using the 530g cgm because the readings are inaccurate more often than not and requires as many glucose meter readings as when I was not using this cgm. While using the cgm I discontinued use of the threshold sensor. When the cgm determines that my blood sugar has done below 55 it sounds an alarm. If the wearer does not respond to the alarm, the sensor automatically shuts down bolus insulin delivery. After responding to the alarm. If bs does not rise above 55, the alarm sounds again to indicate shut down. This is a problem because the lack of sensitivity and accuracy of the sensor means that after treating a low it can take as many as 1-2 hours before the sensor detects that bs has risen above 55 and keeps giving alarms. Also, the sensor does not respond to input from the glucose meter indicating that a tested blood sugar is different from that of the cgm. I stopped using the previous model of the minimed cgm after 12 months of continuous use because the sensor readings were often inaccurate. The pump constantly gave me instant alarms that my bs was outside of my set bs ranges and did not respond to changes in an appropriate timeframe when I have correcting glucose readings. (I have been trained in the use of the cgm and understand that too many bs inputs will upset the calibration of the system. I only put in corrections when the alarms became too annoying, as in the case of the threshold sensor thinking I was below 55 when I wasn't) I was offered, and accepted, the new 530g system as an upgrade from my previous pump. I have discontinued the use of the minimed cgm after 3 months ((B)(6) 2014), while I continue to use the insulin pump. I am using a cgm from a different company, which is amazingly accurate-often within 5 points of a glucose meter reading. I am disappointed not to be able to use minimized as a self-contained cgm/pump system but the technology has not improved from the previous model and the threshold sensor is not ready for primetime.